Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. On (B)(6) 2022, the cgm was reading low but the bg was 285 mg/dl. The patient's parents gave 0.6 units of insulin. The patient became very sleepy and sweaty. The cgm was reading 65 mg/dl but the bg was 331 mg/dl, so the parents gave an additional 0.475 units of insulin. The cgm was then reading 49 mg/dl but the bg was 173 mg/dl. At the time of the report, the patient's bg was in normal range. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c, d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.